Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6). Device download data revealed that the patient was treated twice on (B)(6) 2018. The patient's location at the time of the event is unknown. At 09:48:00 on (B)(6) 2018 the patient was in an idioventricular rhythm (40 bpm). The patient's rhythm was eventually obscured by CPR artifact. A non-lifevest shock was delivered at 09:55:50 during CPR. The lifevest delivered two treatments (09:59:15 and 09:59:54) during CPR. The patient's rhythm at the time of the treatments was obscured by CPR artifact. The CPR artifact contributed to the false detections. The lifevest electrode belt was disconnected at 11:01:59. The patient passed away sometime the following day ((B)(6) 2018). The exact time of passing is not known.